Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: 9 733467. A software analysis was initiated to determine the probable cause of the issue. Analysis found that there was insufficient I nformation to determine if a software anomaly contributed to the reported issue. Fdm b01, fdr c19, and fdc d15 are applicable to the software analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2021 00727629 (hcp): medtronic received information regarding a navigation system. It was reported that the system went unresponsive in the middle of the case. Additional information was provided stating that this was a functional endoscopic sinus surgery (fess). The procedure was delayed by 15 minutes. The likely cause of the issue was computer failure. The issue was able to be resolved on call with a computer reboot. There was no impact to patient outcome.